Event description:
A problem was reported. Company representative reported office stated this is the third motor stall that has had clonidine in. Later reported did not remember patient¿s information as the event happened nearly a year ago but did recall the pump was explanted and returned for analysis, a report written up and that patient was not re-implanted per his request. No patient symptoms were reported. No patient outcome reported. System used to deliver clonidine. A report will be provided if additional information becomes available.

Manufacturer narrative:
(B)(4).